Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced a software update failure during patient training, after which a factory reset did not clear the failed software alert and the pump could not be used; the patient was transitioned to a backup pump. Symptoms included no clinical effects. Outcomes included no impact to health and resolution via provision of a replacement device. Investigation included a review of the reported software behavior and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device and the complaint was not confirmed.